Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -11.5 diopter implantable collamer lens had tore during loading. The lens was not implanted. This occurred on (B)(6) 2023. On (B)(6) 2023 a replacement lens was implanted and the problem was resolved. The cause of the event was reported as the device and unknown.